Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01918. The patient received her scs system, including two percutaneous leads, on (B)(6) 2011. It was reported that the patient lost stimulation. An x-ray showed the patient's leads had migrated. The next course of action is currently undetermined as no further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.